Manufacturer narrative:
B3: date of event estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted using a prostyle device. Reportedly, the thread [suture] broke. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.